Manufacturer narrative:
(B)(6). (B)(4). Unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at c5-c6 and c6-c7. During the initial post-op follow-up visit, the patient reported "numbness and burning sensation in right hand since surgery. Shooting pain when pressure applied to right hand. Did not have symptoms pre-operatively. No treatment was provided at the time. Postop visit date: (B)(6) 2007 other treatment: MRI cervical emg upper extremities ordered ;additional treatment: lyrica 50mg one bid x7 days, one tid x 1 month postop visit date: (B)(6) 2007 additional treatment: MRI-negative x-rays showed no failure or loosening emg report states changes in muscles primarily innervated by both c5 and c6, but also found them at one muscle innervated by c6/c7, also paraspinal muscles seem to be abnormal more in the lower cervical area. Suspicious of c6 root involvement over c5 postop visit date: (B)(6)2008 additional treatment: pt. States numbness and burning rt. Hand and upper arm unchanged from visit on (B)(6) 2007 description: per clinic note- reviewed emg which shows some irritation of the c6 nerve root on the right side but the patient is not having the radicular symptoms associated with this and it does not warrant any treatment.